Manufacturer narrative:
The t:flex pump user guide states: ¿you can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off).¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received every possible alert the pump would give as well as a malfunction. Reportedly, the customer was taking dilaudid and stated that it "can make him think he is doing something with the pump, but he is not actually doing anything with it." During troubleshooting with tandem's technical support, it was noted that multiple auto off alarms occurred and that no malfunction occurred. It was noted that the customer and their healthcare provider discussed not using the auto off feature at all. The customer changed the auto-off time setting duration. There was no impact to the customer's blood glucose level.